Manufacturer narrative:
Visual inspection under magnification shows the electrodes have been partially detached with jagged edges on the remaining electrode legs. The shaft has been bent midway down with scratch marks present on the exposed shaft near the tip and scuff marks present on the top portion of the spacer. There are no manufacturing abnormalities visually observed with the returned device. The wand was connected to a compatible controller and activated in saline solution at the default and max settings on the controller and plasma was created on the remaining electrodes. The suction line was tested and performed as intended. The complaint has been visually verified and the root cause was more than likely associated with the device potentially coming into contact with a metal object such as a cannula. Other factors that could have led to tip detachment includes: mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue. The instruction for use (¿IFU¿) outlines warnings and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported than during a knee arthroscopy, a metal fragment broke off the tip of the wand and fell into the surgical site. Incident occurred prior to any activation of the device. An x-ray was performed and confirmed the presence of an intra-articular fragment. No other complications were reported.